Manufacturer narrative:
(B)(4). One sample was received for evaluation and the reported issue was confirmed. An inflation/deflation test was performed and restriction was felt at the time of inflation and deflation, a visual inspection was performed and it was observed the inflation line collapsed causing restriction of air flow. The confirmed issue is a known issue and has been investigation under a corrective and preventative action. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the customer that prior to use, it was difficult to inflate and deflate the cuff. There was no reported patient involvement and there is no report of serious injury or death associated with this event.